Manufacturer narrative:
The device was returned and evaluated. The factory programming settings were altered post final release.

Event description:
Alleges she was driving down sidewalk with the chair to one side and tipped off of sidewalk. Also, alleges chair will not always stop when she lets go of joystick and has to pull back on joystick to avoid hitting things.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges she was driving down sidewalk and the chair to one side and tipped off of sidewalk. Also, alleges chair will not always stop when she lets go of joystick and has to pull back on joystick to avoid hitting things.